Event description:
It was reported during routine use by the hospital staff that you could hear gas leakage behind gas bottle basket (on rails) of the cardiosave intra-aortic balloon pump (iabp) immediately after attaching the helium gas bottle to the device and opening it. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5, d5, e2, e3, g2. Additional information: event site postal code: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported during routine check by the hospital staff that you could hear gas leakage behind gas bottle basket (on rails) of the cardiosave intra-aortic balloon pump (iabp) immediately after attaching the helium gas bottle to the device and opening it. There was no patient involved.